Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced.

Manufacturer narrative:
A fracture of the sensing coil was found distal to the crimp sleeve to the connector ring consistent with fatigue. This damage could contribute to the reported oversensing and inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.